Event description:
The accounts engineer stated he has seen and smelled smoke and the head of the bed cannot be raised. He has replaced head motor and CPR limit but the problem remains. He can hear a relay click when the head up button is engaged.

Manufacturer narrative:
The technician isolated the issue to a failed capacitor. He replaced capacitor to repair the bed.